Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate. After an unspecified length of time, it was reported that the male adapter of an unspecified secondary tubing set was connected to the secondary port of the primary tubing set for the piggyback delivery of herceptin 260mg in 250ml normal saline. After a few minutes, the customer contact reported that a puddle of solution was noted on the floor. It was reported that 10ml or less of saline had leaked from the cassette of the primary tubing set. The tubing set was replaced and the therapy resumed. During visual examination at the user facility, a split was noted at the base of the cassette. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, add'l info was not provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device will be evaluated. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.